Event description:
The reported event involves our mvws/telemetry, (multiview workstation) device. The customer reported that the attending nurse went to administer medication to the pt and the pt was found in distress. The nurse then went to the central station to observe the pt waveforms, which were reported to have been normal. The customer reported that another pt monitor was brought into the care area and connected to the pt which called an asytole condition. The customer reported that the pt could not be revived. The time of the event was approx 6:00 pm.

Manufacturer narrative:
We have received some of the electronic device logs from the associated device. This case is currently under investigation by the device manufacturer.